Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The strand of needle/suture was too short and snaps too quick. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later dat,e a supplemental medwatch will be sent. Could you please clarify when did the issue occurred in the package/removal from package/during passage through tissue? Please confirm. Could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Are there photos available for visual analysis? A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.